Event description:
Customer alleged that "//98" appeared on the display of the compact plus system when running a control test. Customer discovered the alleged display issue when she called the manufacturer. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device, and a replacement was sent.

Event description:
Caller states the lancet does not retract into the softclix lancet device. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted. Corrected manufacturing site.